Event description:
Allergan's device analysis lab received a return with a report of a band that was removed because the patient allegedly was "unable to continue weight loss and restriction." The patient previously had a port replacement, but was still not losing weight nor feeling restriction.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."